Event description:
Event description guidant received information that the patient with this pacemaker had a surgical procedure yesterday and they used the magnet on the device. However, the caller is now going to check the pacemaker because the patient's heart rate is 50ppm. The estimated longevity for this device is 6 years and it has been implanted for >15 years.